Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a piece of the fenestrated bipolar forceps instrument broke off and fell inside the patient. The broken fragment was retrieved. However, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the tip of the fenestrated bipolar forceps instrument broke while holding up the intestine. One of the two tips broke off the shaft of the instrument and fell inside the patient's abdomen. The broken fragment was retrieved. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) obtained the following additional information from the initial reporter regarding this event: the instrument was inspected prior to use. The instrument did not collide with any other devices. The fragment was retrieved with a laparoscopic grasper.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The instrument was found to have a broken grip at the grip base. A piece approximately 0.60" x 0.20" was found to be broken off the yaw pulley. The broken piece was returned and no material appeared to be missing and the broken grip was pieced back with the assembly. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to be due to user misuse/mishandling and not due to a malfunction of the instrument.